Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the electronic assembly. The pump had scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 143 mg/dl at the time of incident. The customer stated that the pump was not reading the battery and had a blank display. She stated that she was on the backup plan and that there was a crack by the reservoir compartment. The customer did not want to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.